Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/12/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: during investigation, the battery cap was found to have stripped threads. The cap did not securely tighten to the pump and did not maintain an electrical connection. No damage or cracks were observed to the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap was not able to be removed from the pump. Reportedly, it continued to turn and the o-ring was showing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.